Manufacturer narrative:
Block e1: initial reporter facility name ((B)(6)). Initial reporter address 2 ((B)(6)). Block h6: imdrf device code a020503 captures the reportable event of packaging incomplete seal.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used for removal of colorectal polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, when taking out the product from the packaging, it was noticed that the plastic-sealed bag packaging had already been opened. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of packaging incomplete seal. Block h11: the returned captivator snare device was analyzed, and a visual inspection was performed, and it was noted that there was no visible damage. The original pouch was open from below. The upper seals were not opened. Additionally, it was possible to confirm that the pouch had manufacturing sealing marks around it. No other problems with the device were noted. The reported event of packaging incomplete seal was not confirmed. Investigation found that the plastic-sealed bag packaging had already been opened. It is not possible to know if the pouch got this open during storage, transport, the manufacturing process, or during the preparation. Therefore, it is not clear what could affect the pouch. Manufacturing records were reviewed, and no deviations within the manufacturing processes were found. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used for removal of colorectal polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, when taking out the product from the packaging, it was noticed that the plastic-sealed bag packaging had already been opened. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.